Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, after two bites of the tissue, the needle came off the suture during the closing of the vaginal cuff. All items were retrieved, and the needle did not break. A new suture was used and completed the case normally. There was no patient injury.